Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and dat within specification at .08595 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/19/2022 to 04/04/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 13-apr-2026 and sap (notified date) of 14-apr-2026. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week from the ss event date of 13-apr-2026 and sap (notified date) of 14-apr-2026 in the formatted history file. In further review of the formatted history file 1 week prior surrounding the date of 04-apr-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2026 14:22:48.000, on (B)(6) 2026 15:44:11.000, on (B)(6) 2026 15:54:00.000, on (B)(6) 2026 15:10:09.000, low battery alert was found on: (B)(6) 2026 04:38:00.000. Replace battery alert was found on: (B)(6) 2026 14:09:00.000, on (B)(6) 2026 14:19:00.000. Pump error 23 alarm was found on: on (B)(6) 2026 15:55:04.000, on (B)(6) 2026 15:10:25.000, on (B)(6) 2026 15:20:00.000. Power loss alarm was found on: (B)(6) 2026 15:55:17.000, on (B)(6) 2026 15:55:25.000, on (B)(6) 2026 15:28:10.000, on (B)(6) 2026 15:28:18.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer decided to stop treatment with a pump. The customer experienced discomfort, malaise and was treated with hospitalization: overnight stay. The event involved product(s) mmt-1882. Troubleshooting was not performed. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1882 was requested, and the customer's response was that the device would be returned.